Manufacturer narrative:
Exact date unknown, event occurred over a year ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to recharge ipg for over a year. No device malfunction was suspected. The patient underwent a replacement procedure and was programmed postoperatively. The explanted ipg will not be returned.